Event description:
During incoming functional testing at zoll's technical service department, the device would not power up with battery power. There was no patient involvement during the malfunction.